Manufacturer narrative:
The reported fast-fix 360 curved needle delivery system intended for use in treatment, have not been returned for evaluation. Without the reported product a visual and functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, both ts simultaneously deployed. An exact root cause cannot be determined with confidence without the return of the device, however, factors that could have contributed to the reported event include: bending of the delivery needle. Pushing the deployment slider twice. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during an unknown procedure, the anchors came out at the same time. The procedure was completed with a backup device with no delay or patient injury reported.